Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported by a health care professional that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2018, with blood glucose of 40 mg/dl at the time of the incident. The customer was wearing the insulin pump during the incident. The caller stated that the reservoir was showing less insulin than expected. Two thirds of the insulin had been used. The caller checked the pump and did not see any boluses that had been delivered. There were no alarms in the pump alarm history. The pump passed the high pressure test with a low threshold, but passed the displacement test. Troubleshooting was not completed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test and excessive no delivery test. Device was programmed units fix prime with water filled reservoir. The water did exit the infusion set and the units left on the status screen matched the units left on the reservoir. Device passed the delivery accuracy test. Device was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Device was received with minor scratched lcd window and stained address or serial number label.

Manufacturer narrative:
Insulin pump passed functional testings including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. Device was programmed to two units fix prime with water filled reservoir. The water did exit the infusion set and the units left on the status screen matched the units left on the reservoir. Device passed the delivery accuracy test at 0.08725 inches. Insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Device was received with minor scratched lcd window and stained address/serial number label.